Event description:
Reporter alleged dosing with insulin based on blood glucose monitoring device results and becoming unresponsive. Reporter stated having high device readings although no values were provided. Reporter stated her doctor advised her to increase insulin by 5 units if result was too high. Reporter indicated about 3 months ago, device result was high but was unsure of the range; however, she felt "very tired and fatigued". Reporter stated taking normal amount of insulin and eating breakfast before going to lie down. Reporter stated when awoke, was unable to move and was found later by a family member in a "confused and unresponsive state". Reporter stated emergency device result was low but no value was provided. Reporter stated being treated for low blood glucose and given gluco gel or tablets and a coke. Reporter indicated family member tested controls and were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.